Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp came off of the minicap transfer set. The transfer set was changed approximately 8 months ago. There was no patient injury or medical intervention associated with this event. No additional information is available.